Manufacturer narrative:
Batch review performed on 27 may 2019: lot 176642: 59 items manufactured and released on 12-feb-2018. Expiration date: 2023-02-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in complaining of pain due to the muscle rubbing against the cup. The surgeon reamed deeper and revised the 58mm mpact 2-hole cup with a 56mm mpact multi-hole cup. The surgeon also revised the head and liner. The surgery was completed successfully.